Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported the insulin pump had critical pump error alarm. Customer blood glucose reading was 99 mg/dl. Customer saw a red x on the screen. Customer stated the alarm did not reoccurred. The insulin pump was not dropped or bumped. Troubleshoot was performed. The insulin pump will be returning for analysis.

Manufacturer narrative:
Unable to verify manufacturing mode due to critical pump error. Pump error alarms noted in the insulin pump history and critical pump error (open book image) alarm during testing due to moisture damage on the electronic assembly. Unable to perform the functional testings including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm. Unit was received with cracked battery tube threads, cracked case along the side of the battery tube, partially broken reservoir tube lip, partially detached reservoir tube retainer, scratched case and minor scratched lcd window.